Event description:
(B)(4). It was reported that vessel dissection occurred. In (B)(6) 2009, patient's clinical status assessment identified qualifying condition as unstable angina and was referred for cardiac catheterization. The target lesion was located in the distal left circumflex (lcx) with 80% stenosis, a length of 8 mm, and a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation of a 2.50 x 12 mm maverick balloon catheter, however, grade c dissection was noted following dilatation which was covered and treated with stenting. Subsequently, the physician also treated the lesion with placement of a 3.00x12mm study stent. Following post deployment, grade a dissection was noted distal to the target lesion which was treated with the unplanned placement of another 3.0x12mm study stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).